Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm. On (B)(6) 2024, at 11:00pm the patient was not receiving continuous glucose monitor (cgm) readings on the g7 app and it did not give her an alarm. The patient experienced seizure and passed out. Her husband found her in their bedroom and she was already foaming in the mouth. The husband treated her with 2 shots of glucagon and called an ambulance. The paramedics took a blood glucose (bg) reading which was 23 mgdl. When the ambulance driver rolled her over to the ambulance bed, her sensor was knocked off causing it to be completely removed from her arm. In the ambulance the patient was treated with ¿shots¿ and she was taken to the hospital. After 4 hours the bg reading was 120 mgdl and she was discharged at 4:43 am. At the time of the report the patient was recovered. No other details were documented. Performance data was reviewed. The allegation was confirmed due to the finding of "no readings", "sensor error" or "brief sensor issue". The probable cause was determined to be sensor noise. No additional patient or event information is available.